Event description:
Tip of 7fr parted from the sheath body.

Manufacturer narrative:
User facility reported that during a transjugular liver biopsy, the tip of the 7fr introducer parted from the sheath body. Promex personnel met with the doctor after learning of the incident and learned that the following occurred: the guide wire was placed (.035 dia. Bentson) and then the 5fr straight was inserted into 7fr introducer. When the tip of 5fr exited 7fr the doctor pulled the 5fr distal tip into the hub. It is unk if the hemo safety valve funnel was attached. The 5fr-7fr assembly was inserted over guide wire and into pt. Due to difficult anatomy, the 5fr-7fr assembly was removed and the curve of the 7fr was adjusted. After adjustment, the doctor grasped the distal tip of the 7fr assembly, including the loaded 5fr and wiggled and bent/rocked the tip from side to side (approximately 45 degrees) approximately 5 times either side from centerline. This action was in response to the doctors' experience that sometimes after reforming the 7fr, the 5fr "sticks." During the wiggling process, the tip of the 7fr parted from the sheath body. The tip fracture was noted after the reforming and was not reinserted into the pt. The procedure was terminated and the biopsy was completed via percutaneous method. There was no harm to the pt. Lot records were reviewed and did not identify any issues that would have contributed to this event. The device was returned to promex and evaluated. It has been concluded that the fracture was a result of user error, as reforming and bending/rocking of the catheter resulted in tip separation. The device labeling (instructions for use) is currently under review.